Manufacturer narrative:
The complaint was confirmed by the service repair technician. The gas flow valve was replaced. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician reported that during routine testing of the device at the service center, the electronic patient gas system's flow valve was not allowing gas to flow smoothly. There was no patient involvement.